Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had classified an atrial arrhythmia with rapid ventricular response as a ventricular fibrillation (vf) event, resulting in the patient receiving an inappropriate therapy. The device remains in use. No further patient complications have been reported as a result of this event.